Manufacturer narrative:
The aquabeam scope was returned for investigation. Functional testing was conducted by looking through the eyepiece of the lens. No image could be seen through the eyepiece, indicating an internal fiber optic break. Additionally, scope lens surface was observed under magnification and a crack could be observed, confirming the reported failure. However, cause is undeterminable as it is unclear how the lens and fiber optics got damaged at the hospital. A review of the device history record (DHR) for aquabeam scope lot number 2219 and ab2000/ serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual sj-um0101-00 rev c section 11.2.6 states the below: verify the aquabeam scope visualization by viewing the image through the camera source port (the eyepiece). If any defect in the image is observed, check the cleanliness of the optical surfaces (distal and proximal lenses). The lens should appear smooth and shiny. Poor cleanliness of exterior surfaces can cause a foggy or cloudy image. Note: obtain a new aquabeam scope if proper visualization cannot be verified. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware prior to the procedure and while the patient was in the operating room under anesthesia, that a crack was discovered in the aquabeam scope, resulting in poor visibility. There was no replacement scope available, and thereby the case was aborted and rescheduled to a later date. There were no adverse health consequences to the patient due to this event.